Manufacturer narrative:
The t-uptake reagent lot number was 857107, the t4 reagent lot number was 836916, and the tsh reagent lot number was 849819. The reagent expiration dates were requested, but not provided. The field service engineer found that the pre-wash discharge nozzle was leaking at the tube fitting. The nozzle was tightened to the tubing. Precision studies were successful. Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested on a cobas e 402 analytical unit. Results for the following assays were affected: elecsys t4. Elecsys t-uptake, elecsys tsh. The sample was repeated due to data flags on the initial values for t-uptake and t4. No questionable results were reported outside of the laboratory. The sample initially resulted in the following values: t-uptake = < 57.0 tbi with a data flag t4 = > 24.9 ug/dl with a data flag tsh = 0.316 uiu/ml. The sample was repeated on an unknown device, resulting in the following values: t-uptake = 25 tbi with a data flag t4 = 7.5 ug/dl with a data flag tsh = 1.530 uiu/ml. The repeat values were deemed correct.

Manufacturer narrative:
Calibration data was acceptable. The investigation determined the service actions resolved the issue.